Event description:
It was reported that when using the bd pyxis¿ es refrigerator in mw1b pocket 1.1 had sensor issues when closing, customer opened the pocket and followed the prompt to close, the blue light (indicating the pocket was open) did not turn off and remained on despite multiple attempts to shut it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary refrigerator 1.1 was failed. A field service engineer (fse) reseated all the cables and power-cycled both the station and the es refrigerator. The issue was not resolved and persisted. The fse stated that a new iroq board was needed. Good faith attempts were made to get the additional information. There was no response from the fse. Additional information will be documented once the information received from the fse.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator in mw1b pocket 1.1 had sensor issues when closing, customer opened the pocket and followed the prompt to close, the blue light (indicating the pocket was open) did not turn off and remained on despite multiple attempts to shut it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.